Event description:
It was reported by the patient that "there was a spike on my bottom lead". Upon further correspondence with the patient's physician, it was reported that the right ventricular (rv) lead experienced an impedance spike. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).